Event description:
During evaluation of a returned spectrum iq infusion pump, had a damaged and hard to operate second from left soft key. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device observed the second soft key was damaged and functioning intermittently. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.